Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicated that the rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicated that the rv lead remains in service. Additional information indicated that the rv lead was explanted as per the field representative. A new system was implanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact codes and initial reporter.